Event description:
Customer reports that the device produced a result of 153 mg/dl and turned off. Within 1 second the device turned back on with the dosed strip in the device and appeared to be calculating a result. Customer states that he device would then display a partial result or the previous result, either 15 mg/dl or 53 mg/dl. These values were not found in the device memory. No action was taken based on partial results. No adverse event reported and no treatment rec'd. Requested return of suspect device and replacement was sent.